Manufacturer narrative:
(B)(4). The lot number was not provided. However, a potential lot number was found by checking the sales history. The potential lot number is 73c1900105. Per DHR the product visistat 35w 6/box, lot #73c1900105 was manufactured on 03/05/2019 a total of 12,000 pieces. Lot was released on (B)(6) 2019. DHR investigation did not show issues related to complaint. The customer returned one unit 528235 visistat 35w 6/box for investigation. Five loose staples were also returned: one closed, two partially formed, and two unformed. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the staples appeared properly aligned. The stapler was received with 25 staples left in the cartridge indicating that at least 10 staples were fired by the end user. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, the first staple was able to properly form and release. This was repeated two more times with the same result. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. All five staples fired were able to engage and close into the foam. The remaining staples were fired from the stapler with no difficulty. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as there were no functional issues found with the returned stapler. The reported complaint of "unit misfired" could not be confirmed based upon the sample received. The returned stapler was able to form and release all remaining staples in the cover block. There were no functional issues found with the returned stapler.

Event description:
It was reported that when the user tried to use the device during an operation the fired staples were not properly formed twice cons ecutively. Therefore, the device was replaced with a new unit to complete the operation. Nothing fell/remained in the patient.

Manufacturer narrative:
(B)(4). DHR review could not be conducted since the lot number was not provided. Revision of fmea-08-028 rev 05 was performed and the failure mode is already including it, no update is required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that when the user tried to use the device during an operation the fired staples were not properly formed twice cons ecutively. Therefore, the device was replaced with a new unit to complete the operation. Nothing fell/remained in the patient.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that when the user tried to use the device during an operation the fired staples were not properly formed twice consecutively. Therefore, the device was replaced with a new unit to complete the operation. Nothing fell/remained in the patient.